Event description:
The surgeon reported several cases of exudate in the anterior chamber. This pt presented with anterior inflammation at day 1 post operative. The pt was treated with maxidex hourly, and the exudate disappeared. Add'l info from the surgeon stated no recent changes to cleaning methods or surgical technique, although all cases have occurred since changing to a new I/a tip. There were no changes in drugs used (antibiotics, anesthetics, irrigations etc). The I/a tip is usually rinsed with water within 10 minutes of use. The facility has had different scrub sisters recently. The surgeon stated that believed this will probably turn out to be tass, due to a denatured protein from inadequate cleaning of a re-usable instrument. Add'l cases of tass were reported on the following day with cases 1 and 4. Both cases presented with anterior inflammation one day post operative, one with hypopyon. The facility uses 3 trays of reusable instruments, thus there may be a contaminated instrument.

Manufacturer narrative:
The company consumer affairs analyst reviewed the directions for use with the customer. A copy of the "recommended practices for cleaning and sterilizing intraocular surgical instruments" from ascrs and asorn was sent to the customer. The surgeon stated that he asked the central sterilization dept staff to thoroughly re-clean all the re-usable instruments. The surgeon stated he has had no further cases of tass. Alcon's investigation, "investigation into increased reports of tass (toxic anterior segment syndrome)", concluded there is no evidence that tass is associated with the use of an alcon product. In addition, a tass task force, and under the leadership of dr met on an ongoing basis and compiled data regarding the increased incidence of tass cases. The tass task force final report dated 2006, found no conclusive epidemiologic data to suggest that any one product was responsible for the increase in tass cases that were reported. Careful analysis of the info provided did not reveal a single cause or point source related to this tass outbreak. Their investigation failed to identify evidence supporting an association between a shared product and the cases of tass reported. Therefore, these conclusions allow for this file to be closed. This report was mailed to FDA on: 09/11/2009.